Event description:
When the stent placement of est1812f, the physician found that it was not fully expanded under the scope image and removed it by forceps. After the removal, it was still not expanded. The physician tried to place est1810f but found that it was not expanded even out of the stenosis part during the deployment under the fluoroscopic image, therefore, the physician placed the outer sheath to the original position for reloading the stent. It was deployed out of the patient's body and the stent was found being not fully expanded. The procedure was suspended.

Manufacturer narrative:
It was reported that when the est1812f stent placement, the physician found that it was not fully expanded under the scope image and removed it by forceps. Through the attached photo, it is confirmed that the part of stent was not expanded still. As a result of analysis of returned device, the stent was returned in state of expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but if the stenosis is not severe, it could be better expanded at temperatures similar to body temperature than out of body. However, if stent expansion is temporarily restricted due to pressure of the patient lesions, it may take time for temperature differences and other reasons to fully expand, even though the stent is removed from the patient's body, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the information was lacked such as the insertion period of stent, the condition of patient's lesion etc, and it is hard to reconstruct the situation at the time of procedure. However, based on the unexpanded stent when returned to japan distributor, but the expanded stent when returned to taewoong, it is assumed that first, the stent was expanded slowly due to the severe stenosis and as a result, the doctor has judged stent expansion fail. Second, it is assumed that the stent expansion may have affected due to congealed body fluids on the stent body after removed out of the patient's body, resulting in expansion failure when it was returned to the japan distributor. Third, it is assumed that the stent was expanded when returned to taewoong due to impact during the shipment and temperature change during the storage of device etc. This complaint couldn't know the root cause, but it is assumed that it was malfunction for device due to pressure of patient's lesion and congealed blood and body fluids on the stent coating. There will be continued to monitor the same or similar customer complaints.

Manufacturer narrative:
It was reported that when the est1812f stent placement, the physician found that it was not fully expanded under the scope image and removed it by forceps. Through the attached photo, it is confirmed that the part of stent was not expanded still. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
When the stent placement of est1812f, the physician found that it was not fully expanded under the scope image and removed it by forceps. After the removal, it was still not expanded. The physician tried to place est1810f but found that it was not expanded even out of the stenosis part during the deployment under the fluoroscopic image, therefore, the physician placed the outer sheath to the original position for reloading the stent. It was deployed out of the patient's body and the stent was found being not fully expanded. The procedure was suspended.